Event description:
Reported as: "the pt presented in the outpatient clinic with dysphagia and severe vomiting. Clinical examination of the pt revealed mild abdominal tenderness in the epigastrum without palpable masses. Gastrografin swallow revealed an anterior slippage of the stomach. The band was immediately deflated by needle puncture of the subcutaneous access port. The next day laparoscopic eval evidenced a spontaneous reduction of the prolapsed stomach. The band was refixed in place using 3 sero-serosa stitches. A contrast examination the first postoperative day showed a normal positioning of the gastric banding and no more dilation of the distal oesophagus."

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to indicate the product serial number, date of event, and explant date. The info has not yet been received by allergan. The product associated with this report will not be returned as the device was not explanted. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further info from the reporter regarding the serial number has been requested. Band slippage, dysphagia, and vomiting are surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."